Event description:
Customer reports via phone that the technologist found a very long black hair inside the barrel of the syringe. Syringe was not used for patient procedure. Search of this lot number reveals no similar description. If the technologist would not have inspected the syringe prior to use, the hair may have entered the patient vasculature system and possibly create vascular occlusions.